Manufacturer narrative:
A review of the manufacturing records verified the lot was processed normally and all pre-release specifications were met. The gore® cardioform septal occluder instructions for use list thrombosis as a potential device or procedure-related adverse event.

Event description:
It was reported the physician selected a 30mm gore® cardioform septal occluder to close a patent foramen ovale. Following deployment, a 4mm thrombus was noted on the left atrial eyelet. The device was left implanted. Heparin and integrilin was administered overnight and the clot dissolved without sequelae. Coumadin is prescribed for a month.